Event description:
Excision of circumferential scar contracture involving right breast with release of pectoralis muscle contracture and periprosthetic capsulectomy. Excision and circumferential release of scar contracture involving left breast with release of pectoralis muscle contracture and periprosthetic capsulectomy. Complete unilateral simple mastectomy, including resection of nipple-areola complex. Simple mastectomy, unilaterial, complete, left breast, including resection of nipple areolar complex. Removal of bilaterial breast prosthesisinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.